Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a pulse field ablation (pfa) procedure, a versacross connect for faradrive was selected for use. The transeptal puncture was completed. The patient became slightly hypotensive after going transseptal and atropine was administered. Prior to starting ablation, the fellow physician advanced the farawave 2.0 catheter without the unknown guidewire. A second physician instructed that intracardiac echocardiography (ice) and fluoroscopy be used to guide the advancement of the farawave 2.0 catheter with the guidewire. Ablation was delivered to the left superior, left inferior, and right superior pulmonary veins. When moving the farawave 2.0 catheter to the right inferior pulmonary vein, the physician observed via ice that the heart was not moving. A large pericardial effusion was identified and a pericardial tap was performed. The patient is expected to fully recover. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of pericardial effusion, hypotension and additional intervention required, were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported events of pericardial effusion and hypotension are known inherent risks of the versacross connect access solution for faradrive device. The event description suggests that the effusion is anticipated in nature as per the IFU as reported to bsc.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a pulse field ablation (pfa) procedure, a versacross connect for faradrive was selected for use. The transeptal puncture was completed. The patient became slightly hypotensive after going transseptal and atropine was administered. Prior to starting ablation, the fellow physician advanced the farawave 2.0 catheter without the unknown guidewire. A second physician instructed that intracardiac echocardiography (ice) and fluoroscopy be used to guide the advancement of the farawave 2.0 catheter with the guidewire. Ablation was delivered to the left superior, left inferior, and right superior pulmonary veins. When moving the farawave 2.0 catheter to the right inferior pulmonary vein, the physician observed via ice that the heart was not moving. A large pericardial effusion was identified and a pericardial tap was performed. The patient is expected to fully recover. The device is not expected to be returned for analysis (disposed).